Manufacturer narrative:
D4: no information was found on the provided s/n. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient was having a pump issue where the pump started beeping with no error message on the screen and said 14.5 ml remaining but the cassette was completely depleted when patient disconnected and examined it. Patient stated she removed the batteries and the beeping continued and wouldn't stop but was louder with batteries in. Patient said it is the second time she had a cassette deplete early and was worried she had received more medication than she should have. Patient stated she felt hot and had a headache but denied any other symptoms. The device was replaced. The patient had a backup device they were able to switch to and was also able to continue their infusion. The infusion is life sustaining. The outcome of the event was resolved due to the pump being replaced.

Manufacturer narrative:
B5: it was further reported that the patient experienced an alteration of body temperature.no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted.